Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the right coronary artery (rca). The 3.0 x 23 mm xience prime stent was implanted; however, a dissection was noted at the proximal end. A second stent was then implanted as treatment. The patient was doing well post procedure. There was no adverse patient sequela and no reported clinically significant delay. No additional information was provided.